Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-15677. It was reported the pt experienced a csf leak during her implant procedure. The pt complained of a headache. The pt was instructed to lay down, drink fluids and take caffeine. Approx 2 weeks after the system was implanted, a blood patch was performed and afterwards, the pt lost stimulation below her knees. The pt has severe crps and requires stimulation to her toes in both feet. The sjm rep met with the pt and reprogramming was unsuccessful. Lead diagnostics indicated one contact showed invalid impedance. X-rays were taken and the leads had not migrated. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.